Event description:
It was reported to philips that the system failed to start due to no voltage on x108 on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective cable and bypassed the ups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).